Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation of the returned femoral device performed 2009, found device did not meet design specifications. Out of specification condition would inhibit the ability of the user to fully seat the femoral stem into the femoral component. This may have been a contributing factor in the loosening of the femoral locking screw reported 2008, reference MDR report 1825034-2008-00305. There have been no trends identified related to this type of event. This report filed april 10, 2009

Event description:
It was reported that patient underwent knee procedure on unknown date. Patient complained of pain and radiographs confirmed femoral knee screw component was loose. Arthroscopy procedure was performed 2008 and screw component was removed. Subsequent information received 2009, reported that patient had returned to the surgeon with reports of pain for the second time. Surgeon identified a slight loosening of the femoral component and radiographs showed a high bone density. Patient underwent revision procedure in the same month, all components were removed.